Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii, and autoimmune disorder. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile on both sides and experienced bilateral capsular contracture; baker grade iii, and autoimmune symptoms including rashes, gastro issues, anxiety depression, hair loss, fatigue, brain fog, muscle pain, joint paint weakness, easy bruising, trouble swallowing, night sweats, food intolerances, headaches, inflammation, insomnia, lupus, low libido, symptoms of multiples sclerosis and rheumatoid arthritis, numbness in upper and lower limbs, shortness of breath, pain and burning around implants, red inflamed eyes, gray/white skin, and mood swings postoperatively. As a result, the devices were explanted on (B)(6) 2020. It was reported that patient's symptoms improved after explantation. This report is for the patient¿s right-sided device.